Event description:
Event [preferred term] (related symptoms if any separated by commas) blood glucose to rise above 500 mg/dl [blood glucose increased], device did not dispense insulin, device was failing [device failure], novopen echo device has had many malfunctions [device malfunction], piston of the device did not advance when pressed the dose button [device mechanical issue], patient had never performed a flow check [wrong technique in product usage process], patient did not receive education on product use, they were not taught about the device's digital memory, nor that a flow check should be performed when installing the cartridge. [Product communication issue]. Case description: study ID: (B)(6) patient support program. Study description: trial title: patient support program specialized in health. Develop programs of relationship and fidelity to clients, products, respecting language, particularities and positioning as to target audience. Also involved in pv activities. Patient's height: 125 cm. Patient's weight: 35 kg. Patient's bmi: 22.40. This serious solicited report from chile was reported by a patient family member or friend as "blood glucose to rise above 500 mg/dl(blood glucose increased)" beginning on 2025 , "device did not dispense insulin, device was failing(device failure)" beginning on (B)(6) 2025 , "novopen echo device has had many malfunctions(device malfunction)" beginning on 01-jun-2025 , "piston of the device did not advance when pressed the dose button(device mechanical jam)" beginning on (B)(6) 2025 , "patient had never performed a flow check(wrong technique in product usage process)" with an unspecified onset date , "patient did not receive education on product use, they were not taught about the device's digital memory, nor that a flow check should be performed when installing the cartridge.(health care provider instructions for product use lacking)" with an unspecified onset date and concerned a 8 years old female patient who was treated with novopen echo pds 328 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novorapid penfill (insulin aspart 100 u/ml) (dose unk, according to blood glucose readings,) from (B)(6) 2024 and ongoing for "type 1 diabetes", dosage regimens: novopen echo pds 328: novorapid penfill: (B)(6) 2024 to not reported (dosage regimen ongoing); current condition: type 1 diabetes (since 17-mar-2024), hypothyroidism. Concomitant medications included - tresiba flextouch u100(insulin degludec 100 u/ml), levothyroxine. On an unknown date, family member of the patient reported that novopen echo device used with novorapid has many malfunctions. The device spring which was given at the hospital one year and 8 months ago was failing and there were even two occasions when the device did not dispense insulin. The patient's family member indicated had not realized the device was failing and that on two occasions it did not dispense insulin, which caused the patient's blood glucose (blood glucose) to rise above 500 mg/dl. The patient was in this condition for two days until discovered the device was failing, so since then test the device by dialling a dose into the air and then administering the dose to the patient to verify the spring is actually working. Patient reported that in winter 2025, one day noticed that the piston of the device did not advance when pressed the dose button patient had never performed a flow check because had not been educated about it. They were not taught about the device's digital memory, nor that a flow check should be performed when installing the cartridge. Education was provided on device use about memory screen, flow check, and device storage, and storage temperatures, with insulin time limits. Batch numbers: novopen echo pds 328: nvg9r39 novorapid penfill: requested. Action taken to novorapid penfill was reported as no change. Event abated after use stopped or dose reduced for novorapid doesn't apply event reappeared after reintroduction of novorapid doesn't apply on 2025 the outcome for the event "blood glucose to rise above 500 mg/dl(blood glucose increased)" was recovered. The outcome for the event "device did not dispense insulin, device was failing(device failure)" was recovered. The outcome for the event "novopen echo device has had many malfunctions(device malfunction)" was recovered. The outcome for the event "piston of the device did not advance when pressed the dose button(device mechanical jam)" was recovered. The outcome for the event "patient had never performed a flow check(wrong technique in product usage process)" was recovered. The outcome for the event "patient did not receive education on product use, they were not taught about the device's digital memory, nor that a flow check should be performed when installing the cartridge.(health care provider instructions for product use lacking)" was recovered. Reporter's causality (novopen echo pds 328) - blood glucose to rise above 500 mg/dl(blood glucose increased) : possible device did not dispense insulin, device was failing(device failure) : unknown novopen echo device has had many malfunctions(device malfunction) : unknown piston of the device did not advance when pressed the dose button(device mechanical jam) : unknown . Patient had never performed a flow check(wrong technique in product usage process) : unknown. Patient did not receive education on product use, they were not taught about the device's digital memory, nor that a flow check should be performed when installing the cartridge.(health care provider instructions for product use lacking) : unknown . Company's causality (novopen echo pds 328) - blood glucose to rise above 500 mg/dl(blood glucose increased) : possible device did not dispense insulin, device was failing(device failure) : possible novopen echo device has had many malfunctions(device malfunction) : possible piston of the device did not advance when pressed the dose button(device mechanical jam) : possible patient had never performed a flow check(wrong technique in product usage process) : possible patient did not receive education on product use, they were not taught about the device's digital memory, nor that a flow check should be performed when installing the cartridge.(health care provider instructions for product use lacking) : possible reporter's causality (novorapid penfill) - blood glucose to rise above 500 mg/dl(blood glucose increased) : unlikely device did not dispense insulin, device was failing(device failure) : unknown novopen echo device has had many malfunctions(device malfunction) : unknown piston of the device did not advance when pressed the dose button(device mechanical jam) : unknown patient had never performed a flow check(wrong technique in product usage process) : unknown patient did not receive education on product use, they were not taught about the device's digital memory, nor that a flow check should be performed when installing the cartridge.(health care provider instructions for product use lacking) : unknown company's causality (novorapid penfill) - blood glucose to rise above 500 mg/dl(blood glucose increased) : possible device did not dispense insulin, device was failing(device failure) : possible novopen echo device has had many malfunctions(device malfunction) : possible piston of the device did not advance when pressed the dose button(device mechanical jam) : possible patient had never performed a flow check(wrong technique in product usage process) : possible patient did not receive education on product use, they were not taught about the device's digital memory, nor that a flow check should be performed when installing the cartridge.(health care provider instructions for product use lacking) : possible.

Event description:
Event [preferred term] (related symptoms if any separated by commas) blood glucose to rise above 500 mg/dl [blood glucose increased], device did not dispense insulin, device was failing [device failure], novopen echo device has had many malfunctions [device malfunction], piston of the device did not advance when pressed the dose button [device mechanical issue], patient had never performed a flow check [wrong technique in product usage process], patient did not receive education on product use, they were not taught about the device's digital memory, nor that a flow check should be performed when installing the cartridge. [Product communication issue], storage of insulin in the refrigerator [product storage error]. Case description: this serious solicited report from chile was reported by a patient family member or friend as "blood glucose to rise above 500 mg/dl(blood glucose increased)" beginning on 2025 , "device did not dispense insulin, device was failing(device failure)" beginning on (B)(6) 2025 , "novopen echo device has had many malfunctions(device malfunction)" beginning on (B)(6) 2025 , "piston of the device did not advance when pressed the dose button(device mechanical jam)" beginning on (B)(6) 2025 , "patient had never performed a flow check(wrong technique in product usage process)" with an unspecified onset date , "patient did not receive education on product use, they were not taught about the device's digital memory, nor that a flow check should be performed when installing the cartridge.(health care provider instructions for product use lacking)" with an unspecified onset date , "storage of insulin in the refrigerator(product storage error temperature too low)" with an unspecified onset date and concerned a 8 years old female patient who was treated with novopen echo pds 328 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novorapid penfill (insulin aspart 100 u/ml) from (B)(6)2024 and ongoing for "type 1 diabetes", the patient reported being adherent to the diabetic treatment, patient's relative reported product being stored correctly but at the time of the event the insulin was stored in refrigerator (not at the door). Adequate training was received to administer product subcutaneously; product was received with normal characteristics and never used cloudy insulins. Patient had not changed any devices recently, and patient did not leave the needle attached between injections nor reused needles. No difference in force was experienced while product administration, and dialling clicks were used to estimate the dose, at the time of the incident the patient's mother was operating the device and attached the needle at directly 180 degrees, there were no changes in recent diet or exercises. The relative stated that the blood glucose was increased exclusively because insulin was not passing through the device. The outcome for the event "storage of insulin in the refrigerator (product storage error temperature too low)" was not reported. Reporter's causality (novopen echo pds 328) - storage of insulin in the refrigerator (product storage error temperature too low) : unknown. Company's causality (novopen echo pds 328) - storage of insulin in the refrigerator (product storage error temperature too low) : possible. Reporter's causality (novorapid penfill) - storage of insulin in the refrigerator (product storage error temperature too low) : unknown. Company's causality (novorapid penfill) - storage of insulin in the refrigerator (product storage error temperature too low) : possible. Investigation results name: novopen echo, batch number: nvg9r39 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: novorapid penfill 5 x 3 ml 100 u/ml, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission case has been updated with following. Investigation results updated device tab: is non-reportable and malfunction field updated to no EU/ca tab: final report check box ticked, expected date of follow up report was removed device addendum tab: annex b c d g codes updated non-serious event of "storage of insulin in the refrigerator" was added narrative updated accordingly. References included: reference type: e2b company number reference ID#: (B)(4) reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2025-00223 reference notes: medwatch 3500a MFR. Report number. Final manufacturer comment: (B)(6) 2026: the suspected device novopen echo has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Incorrect handling of the product such as storing the insulin in refrigerator, patient is not a trained user and flow check not performed can affect the functionality of the device. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary name: novopen echo, batch number: nvg9r39 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.